Event description:
It was reported that the user experienced hypoglycemia with a blood glucose reading of 64 and did not receive alerts on the ilet or the connected mobile app, and subsequent review indicated the user had turned off all cgm alert settings. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user and third party. Investigation of this case revealed no findings available and insufficient information regarding a specific device component, with the overall device problem remaining insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.